Manufacturer narrative:
Associated with medwatches 2020362-2018-00027 and 2020362-2018-00028. Product was received in by manufacturer, but at the time of this report, the evaluation has not concluded yet. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported a patient was able to break the straps by rocking the bed back and forth. He was able to free his left arm the 1st and 2nd time. The 3rd time he was able to free his right arm. Because the patient was able to free himself he punched an officer in the head who suffered bruising. The date the issue occurred is not known.

Manufacturer narrative:
Additional information provided by the customer stated the officer was received minor medication treatment and has since returned to work with no further issues. Analysis confirmed customer's complaint of the strap breaking. Tensile testing was performed on the product and on new samples, but a root cause analysis could not be determined. It is possible constant tensile strength applied to the product over time may have an effect on the stitching which may cause the threads to degrade and the stitching to weaken over time. A lot number could not be determined, so we were unable to determine the manufactured date, but the unit was received in a condition that shows wear. The device was lined with lint, dirt and other particles. The hook and loop portion was also fraying. It is likely that wear and tear contributed to the failure. Historical review of the complaint database showed 5 other events where similar products suffered the same stitching/thread issues. Failure analysis showed possible causes was from wear and tear. No serious injury was associated with any of events. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, not corrective or preventive actions are necessary. All complaint are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional information.